Event description:
The injection site was in the anticubital fossa and at the time of injection good flow was established. The technologist was waiting for vessel enhancement from the contrast media, although none was noted. The technologist checked the pt's arm and did not notice contrast under the patch. The radiologist came in and noticed firmness medially to the patch. The pt was treated with warm compresses and elevation.